Event description:
(B)(4). It was reported by the consumer that the ct7a mechanical wheelchair structure was bent and/or broke, no additional information was provided, and should we receive it, a supplemental report will be submitted to reflect it. There was no patient injury reported.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model ct7a, serial number/date code is unknown. The owner's manual part number 1167484 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male. However, his age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.